Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was unable to charge the ipg. The device stopped working after a previous surgery where it was more than likely, was a casualty of some sort of a cautery device used during the procedure. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (B)(4).

Manufacturer narrative:
UDI= (B)(4). Event date: (B)(6) 2015. Additional information was received that no further course of action will be taken at this time. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was unable to charge the ipg. The device stopped working after a previous surgery where it was more than likely, was a casualty of some sort of a cautery device used during the procedure. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Manufacturer narrative:
Additional information was received that the reason for patient's ipg replacement procedure was per physician's preference due to the age of the device and for the lead addition to cover new pain area.

Event description:
A report was received that the patient was unable to charge the ipg. The device stopped working after a previous surgery where it was more than likely, was a casualty of some sort of a cautery device used during the procedure. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).